Event description:
It was reported that the patient's right knee was revised due to a ruptured acl. The surgeon decided to convert a cr femur and insert (unknown if cr or cs) to a ts femur with stem and augments, and ts insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon 5x11 insert; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
Reported event: an event regarding patient factors (ruptured acl) involving an unknown femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: a review with a clinical consultant indicated "the implant sheet provided documents components consistent with a revision surgery. X-rays do not show evidence of complication. The root cause of this revision surgery cannot be determined from the documentation provided." -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review with a clinical consultant indicated "the implant sheet provided documents components consistent with a revision surgery. X-rays do not show evidence of complication. The root cause of this revision surgery cannot be determined from the documentation provided." No device-related failure modes were reported or alleged. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to a ruptured acl. The surgeon decided to convert a cr femur and insert (unknown if cr or cs) to a ts femur with stem and augments, and ts insert. Rep confirmed that no further information will be released by the hospital or surgeon.